Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the 2008k2 machine removed more liquid than programmed from the patient during treatment. No blood loss resulted from the reported issue. No serious injury nor required medical intervention was reported. The patient completed treatment on a different machine with new supplies. It was also noted that a "pressure" setting was lowered in response to this issue. No additional details regarding the treatment are available. Upon follow-up the cause of the reported issue remained unknown as the machine was pending evaluation and repair.